Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient reportedly never lost consciousness and no one witnessed the event. It was reported that the lifevest was loose on the patient and that the patient was continuously moving back and forth. The patient's nurse reported that she was pressing the response buttons for the patient, due to the patient being incapable. The response buttons were not pressed during the treatment event. Supraventricular tachycardia (svt) contributed to the false detection. The patient remained in the nursing facility and continued use of the lifevest.

Manufacturer narrative:
Additional information / device evaluation 08/27/2019 device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the inability to power on is the damaged components. The cause of the damaged components is the high voltage deviation. Root cause investigation into high voltage deviation failures is underway. There is no indication that the defective monitor or defective electrode belt evaluated in the initial report caused or contributed to the inappropriate treatment event. The cause of the detection was a rapid svt rate, not a device malfunction. Explanation of event: there was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) has been returned to zmc and the investigation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable. The root cause for the shorted diode array could not be positively identified. The root cause for the strained cable was excessive force. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt. The rapid rate satisfied the rate detector of the detection algorithm. H.10 additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) has been returned to zmc and the investigation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable. The root cause for the shorted diode array could not be positively identified. The root cause for the strained cable was excessive force. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient reportedly never lost consciousness and no one witnessed the event. It was reported that the lifevest was loose on the patient and that the patient was continuously moving back and forth. The patient's nurse reported that she was pressing the response buttons for the patient, due to the patient being incapable. The response buttons were not pressed during the treatment event. Supraventricular tachycardia (svt) contributed to the false detection. The patient remained in the nursing facility and continued use of the lifevest.